Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: during investigation, the up arrow keypad button was intermittently unresponsive and the contrast button was unresponsive. Evidence of contamination was found under all key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue with evidence of contamination under key contacts. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.